Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device replacement due to eri, externalized conductor was observed under fluoroscopic. The physician elected to leave the lead implanted. The patient received the merlin at home transmitter. There were no consequences to the patient.